Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received from a field representative indicates that this device and right ventricular (rv) lead continued to exhibit intermittent shock impedance measurements of 0 ohms and measured a high out-of-range shock impedance measurement (>200 ohms) in the distal coil to proximal coil vector configuration. Subsequently, the device shock vector was reprogrammed to distal coil to device. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that upon device interrogation, a message was displayed to check shock impedance lead measurements. Upon further review, five separate shock impedance measurements were at 0 ohms. Technical services was consulted and discussed considerations and recommendations for further evaluation. Additional information from the local area sales representative indicated that the cause for the 0 ohms measurements was not conclusively determined. The patient with this device system was scheduled for a consultation with an electrophysiologist. To date, no adverse patient effects were reported as a result of this clinical observation.